Manufacturer narrative:
Attempts for the return of the sensor as well as additional info requests have been made in order to identify the sensor lot number involved in the reported event. The customer indicated that the sensor used for this event was discarded and the sensor lot info was not available. If new info is obtained, a follow-up report will be submitted.

Event description:
It was reported that the sensor wasn't working properly and is not reading accurately. The customer compared the sensor to a new sensor and the sensor reads accordingly. Additional info received on 09/22/2014: per the customer, "on (B)(6), cvru 8, had sat reading in the low 90's while on a 13l hfnc. I changed out his pulse ox probe and got a reading of 99% so was able to wean him to 6lnc".